Event description:
Caregivers were transferring pt to the bed from a chair. When she was a couple of inches above the bed, the clip broke. She did not fall from the sling and was lowered to the bed. No injury were reported. Ref #9681684-2013-00042.